Event description:
The customer reported having difficulties in removing the battery cap since the cap is stripped. The customer mentioned being hospitalized due to food allergies and has been administrated steroids, which cause to raise her glucose level. Advised the caller to discontinue use of the insulin pump until the replacement of the device arrives. No further information was provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.